Manufacturer narrative:
Onsite testing of the involved devices performed by a spacelabs field service engineer confirmed that the equipment performed to specifications. The testing was witnessed by a facility staff member. The customer provided patient retrospective database was reviewed by a spacelabs software lead engineer. The following information was located in the database concurrent with the reported event: on (B)(6) 2015 at 6:24 p.m., a high priority alarm for ventricular fibrillation (vfib) was initiated. Duration of the vfib alarm was 43 seconds. Throughout the episode of vfib, the patient¿s pacemaker continued at a rate of 90 bpm. There is no evidence of false pacemaker spikes. On (B)(6) 2015 at 6:24 p.m., the clinician suspended all alarms using the monitor¿s alarm pause feature. This action suspended all audible and visual alarm notifications for a period of two minutes. On (B)(6) at 6:26 p.m., immediately after alarms were unsuspended, a high priority alarm for vfib was initiated. This was followed by a ventricular run (vrun) alarm and another vfib alarm. Duration of this ¿stacked¿ alarm was 71 seconds. On (B)(6) at 6:27 p.m., cardiopulmonary resuscitation (CPR) was initiated. At this time, the ECG waveforms became distorted due to the artifact caused by the chest compressions. Before CPR was initiated and during breaks in CPR, the ECG waveform was distinctly vfib. During periods of artifact, a ¿noisy signal¿ message would have been displayed on the monitor screen. However, high priority audio and visual alarm notifications would have continued to be generated due to the ongoing high priority alarms (e.g., vfib). On (B)(6) at 6:28 p.m., a high priority alarm for high rate was initiated. This was followed by a sequence of high priority alarms: high rate, vrun and vfib. Duration of this ¿stacked¿ alarm condition was 90 seconds. As the alarm conditions identified in the complaint had been appropriately classified and documented in the ics database and alarm indicators operated according to specifications when tested by a spacelabs field service engineer, we know of no reason that audible and visual alarm notifications would not have been present at the bedside monitor at the time of the complaint episode. However, there is no record of the user selectable alarm tone volume. This report is considered final and the issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2015 at 6:24 p.m., an xprezzon beside monitor model 91393 with command module model 91496 failed to alarm for an episode of ventricular fibrillation (vfib). The customer did not report an injury as a result of this event.